Event description:
It was reported that the deep brain stimulation (dbs) patient experienced persistent pain and discomfort at the implantable pulse generator (ipg) site on the left side of their chest because the ipg had rotated and migrated. They were admitted to the hospital and underwent a revision procedure, during which the ipg and extensions were removed and replaced. The patient is doing well postoperatively. The devices were discarded and will not be returned for analysis. Additional information was received that the patients ipg had become unanchored, which lead to its rotation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced persistent pain and discomfort at the implantable pulse generator (ipg) site on the left side of their chest because the ipg had rotated and migrated. They were admitted to the hospital and underwent a revision procedure, during which the ipg and extensions were removed and replaced. The patient is doing well postoperatively. The devices were discarded and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6).